Event description:
The dealer did not provide any details as to how the unit was being operated, how many hours, or patient details. The dealer has stated that the unit had bearing issues in the compressor, blown sieve beds and a short in the pc board.